Manufacturer narrative:
(B)(4). The physician confirmed, on an unreported date, the patient experienced peritonitis, cloudy effluent, and that the patient was hospitalized (dates unspecified) for the event. Further symptoms of the peritonitis were not specified. The patient was treated with unspecified antibiotics (dose, frequency and lot number not reported) for the event. The physician further clarified that the event was due to an infectious etiology and break in aseptic technique during peritoneal dialysis procedure (details not provided). Per the physician, the schedule of the retraining of the patient on proper connect/disconnect method and aseptic technique was unknown at the time of the report. At the time of this report the patient was recovered from the peritonitis and dianeal therapy was ongoing. Additional information indicates the cause of this peritonitis event was related to a break in aseptic technique the complaint is confirmed because the physician reported a break in aseptic technique while performing pd therapy. Since the lot number is unknown, no batch review will be performed. Per baxter labeling,users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A sample was not requested because the event involved use error and there was no allegation against the device. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A consumer reported peritonitis in a patient, coincident with dianeal therapy. On an unreported date, the patient experienced peritonitis and was hospitalized for the event. However, the treatment was not reported.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Therefore this condition was not confirmed. The assignable cause could not be determined. Since the lot number is unknown, no batch review will be performed.baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.